Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he took the insulin pump to his health care professional to have all the settings put in and now the pump is not reading his blood glucose from his meter. Customer stated that his blood glucose was 429 mg/dl. Customer declined troubleshooting for high blood glucose and stated that he will get it down.